Manufacturer narrative:
(B)(4).

Event description:
It was reported to us that a revision with exchange of poly was performed on patient's right knee.

Manufacturer narrative:
Through additional communication on this incident it was discovered that event reported through this MDR never occured making MDR 1020279-2016-00885 redundant. Event reported through this MDR and MDR 1020279-2016-00884 are now clarified to be one single event.